Event description:
It was reported that during a percutaneous transluminal coronary procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous right superficial femoral artery (sfa). The f/g, sterling, mr, 6.0 x 20/135 (4f) was advanced to the lesion. On the initial inflation the balloon was inflated to 10 atms. The 2nd inflation the balloon was inflated to 12 atms. The 3rd and 4th inflation the balloon was inflated to 15 atms. Upon the 4th inflation, the balloon ruptured at 15atm. In the opinion of the physician the balloon ruptured due to calcification. The procedure was completed with this device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/ use error, the device was reportedly inflated above rated burst pressure (rbp), which may have contributed to the reported balloon burst. (B)(4).